Event description:
I switched from a free style libre 2 cgm to the dexcom6 on or about (B)(6) 2023. Since I've had this meter, it's been off by upwards of nearly 200 points reading 233 with a finger prick and climbing with only a 68 on the sensor when it actually works. Most of the last 5 hours of the sensor being in use has been reading sensor errors. This happened as well with the last 2 sensors on the last 1 to 2 days of use. Those previous 2 sensors had anywhere from 50 when comparing to my freestyle libre 2 before it fully went out to 100 points on the second sensor and now almost 200 on the 3rd, again when it actually worked. I have asked my doctor to switch me back the the freestyle libre2 as it has about a 5 to 30 point difference between sensor and finger prick checks. The dexcom 6 is currently making me sick because of a high and sense it's use had trouble breathing most likely due to highs as previous highs tend to have the same effect. It's causing me confusion as to what symptoms to believe verses what my sensor is actually telling me. I rarely finger prick because I've come to trust the previous sensor. I was hoping to use the dexcom in conjunction with a pump but now my last months readings are bad for both my doctor and the insurance for approval of one setting me back in time by a lot towards getting one. I now have to retrain my brain to trust the sensor I will be replacing this one with, if my dr even let's me switchback. Zyrtec 24 hrs missed the dose during the issue. Reference report mw5117379,mw5117378.